Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on site. All pressure transducer printed circuits boards were cleaned, a pressure transducer tube was tightened, the patient cassette was cleaned and several printed circuit boards were removed and reinstalled. The failure could not be reproduced after cleaning and reconnecting all pressure transducer circuit boards. No further problems have been reported after the event. The received device logs confirm the reported pressure transducer test failure but the true cause of the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).